Event description:
It was reported that something seems to be wrong with their battery. Patient stated that the implanted neurostimulator battery will not stay charged for more than a few days. Patient mentioned that they can charge the implant up and 4 days later the implant battery will be in the red. Patient mentioned that the controller half will stay charged. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 30% and implant is 90%; patient added they charged earlier so that is why the controller is so low. Patient unlocked the controller and saw no device found. Patient confirmed no physical damage on recharger. Patient then connected recharger and confirmed no device found and that the screen was flashing and then they saw poor recharge quality; shortly after patient said that they hit try again and moved the recharger and got the batteries screen and then back to the start of the charge session. Patient mentioned they were recharging excellent; patient added that the implant will deplete even if they don't use it. When asked for a managing hcp; patient noted that they haven't seen a doctor about the stimulator and it has been working good up until now so they didn't see the need to go. The troubleshooting steps that were taken on the call did not resolve the issue. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Patient called back stating they could charge the ins but after a few days the ins battery would go to almost nothing due to that the patient was supposed to get a new recharger (rtm) but it had not showed up. Agent reviewed fedex tracking with patient. Agent also reviewed ins charge frequency is related to ins therapy usage. No symptoms were reported.